Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 309 mg/dl. The customer delivered a correction bolus with the pump. The customer was concerned that the pump was not operating as expected, but declined to perform a system check with tandem technical support. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.